Event description:
It was reported by service report that both of the steer/brake pedals are broken off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: brake pedal.